Event description:
Elected to trial tandem t-slim pump to facilitate prescribing purposes. Trialed for 2 weeks in (B)(6) 2011 and then again for 2 weeks in (B)(6) 2013. The first trial period, the insulin pump shut off 3 different times. On one occasion, it shut off in the middle of the night leading to significant hyperglycemia that placed me at risk for dka the subsequent morning. Blood glucose values could not be decreased despite multiple correction doses. Two different brands of insulin were tried, which did not affect performance of the pump. The pump was returned to the rep. Subsequently was informed the pump was faulty and so elected to retry it for a second time. This time, tried 3 different infusion sets in different locations on the abdomen, 2 different insulins and changed the cartridge 3 or 4 times. However, again, persistent hyperglycemia that did not correct was noted. In fact, it was so pervasive with persistent hyperglycemia that I had to discontinue using the pump. Immediately after transitioning to the other brand of pump, hyperglycemia resolved. There was no underlying illness or stressors associated with these events.